Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. The caller reported that the insulin pump had not alarmed. The blood glucose reading was 600 mg/dl. The infusion set at the time had a bent cannula. The insulin pump passed the high pressure test. The caller was advised to change the entire set, reservoir and insulin and treat per a health care professional's instruction.